Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open hemorrhoid procedure, when the device was fire, there was a poor staple formation. It was stated that only two-thirds of the staples formed. It was also stated that the donuts were incomplete. The anvil also could not be tilted after firing. The staple line was resected and restapled with another device to solve the issue.